Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the pneumatic back-plane printed circuit board (pcb) and main back-plane pcb were determined defective and need of replacement due to liquid contamination. Replacement of the pneumatic back-plane pcb and main back-plane pcb solved the issue. The issue was confirmed in the provided log files. Further it was informed that the preventive maintenance parts needed to be replaced and that the air module had a broken seal. The pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The system ID software is a configuration file, stored on main back-plane, that is unique for each system. Thus, when replacing the main back-plane, a spare part that is factory programmed for the concerned system must be used. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).